Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported incident could not be conclusively determinedna

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer septal occluder (lot: 8528841), was attempted to be implanted into an atrial septal defect (asd) utilizing a 12f (4mm inner diameter) size mullin delivery sheath. During deployment the occluder deformed into a cobra shape. The device was removed from the patient and a replacement 32mm amplatzer septal occluder (lot: 8871826), was then attempted be implanted. During deployment of this second occluder, a cobra deformation occurred again. The device was removed and a non-abbott lifetech asd occluder was used to complete the procedure. There was no patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient was reported as stable. There were no angulations or kinks in the delivery system, and no interaction with cardiac structures.